Event description:
This was reported as an arteriotomy closure of the right common femoral artery with a prostyle device using the pre-close technique via a 7f sheath hole prior to a thoracic endovascular aortic repair (tevar) procedure. Reportedly, the suture separated when the plunger was being removed. The knot was found unraveled when the device was removed. The sutures for two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f and the tevar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.